Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 400mg/dl, and she has treated with manual injections. Troubleshooting was performed. Assisted the customer to clear the alarm and to perform the displacement test, but the test failed. The caller stated that the device was not exposed to an MRI. Advised the customer that the insulin pump will be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to corroded motor home switch. Unable to perform displacement test due to motor error alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.